Manufacturer narrative:
Findings: no button response on the act button due to flattened dome switch noted. Unable to perform displacement test due to unresponsive keypad. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, broken battery tube threads and stained end cap sticker. (B)(4)

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 155 mg/dl. The customer's mother stated the esc and the act button does not work. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.